Event description:
Procedure performed: cholecystectomy. Incident description: hospital: yosftal hospital. Scissering of the clip. Date of event 10/2018. Additional information received via email on 20nov2018 from ami technologies surgical sales manager. Did not know if the surgeon torqued the jaws on vessel or tubular structure. Did not know if the clip closed over thick/dense tissue (was the surgeon able to see the ends of the clip surrounding the tissue). Did not know if the surgeon skeletonize the tissue while the clip was loaded in the jaws. Intervention the surgeon switch to competitor clip applier to complete the procedure. Patient status: no issue.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of clip scissoring could not be replicated or confirmed. Engineering observed that the jaws of the returned unit were misaligned and jaw spacing was out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by a combination of the misaligned jaws and nonconforming jaw spacing. However, the root cause of the nonconforming jaws could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Incident description: hospital: (B)(6). Scissoring of the clip. Date of event: (B)(6) 2018. Additional information received via email on (B)(6) 2018 from ami technologies surgical sales manager. Did not know if the surgeon torqued the jaws on vessel or tubular structure. Did not know if the clip closed over thick/dense tissue (was the surgeon able to see the ends of the clip surrounding the tissue). Did not know if the surgeon skeletonize the tissue while the clip was loaded in the jaws. Intervention the surgeon switch to competitor clip applier to complete the procedure. Patient status: no issue.